Event description:
It was reported that the pt is no longer able to hear with her device since she fell down the stairs on (B)(6) 2013. Re-implantation surgery is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.